Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance out of range. The pacemaker experienced an automatic safety switch from bipolar to unipolar. Atrial intrinsic amplitude out of range was present as well as noise signals on atrial tachy response (atr) episodes. Technical services (ts) was consulted and explained the suspected reason to be oversensing. Ts recommended lead assessment. The patient experienced chest pain. No additional adverse patient effects were reported.